Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving lioresal lot number ds0084 2000 mcg/ml at 275 mcg/day via an implantable pump. The indications for use were it was reported the pump flipped. It was discovered while trying to access the cap (catheter access port). There were no known environmental, external or patient factors that may have let or contributed to the issue. Troubleshooting included fluoroscopy was done and the intervention was a pocket revision as performed. There were no reported patient symptoms. The issue was resolved at the time of the report and the patient status was noted as alive, no injury.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient was not a part of any clinical study. The rep became aware from the physician once he arrived at the revision surgery. No symptoms were known. Unable to refill the pump and the cause of the issue was unknown but thought to be related to the patient's weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.